Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, while trying to cross the lesion the shaft broke approximately 20-25 cm from the hub and outside the patient's body. The stent delivery system was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was fine.